Manufacturer narrative:
The reported of a connector anomaly was confirmed in the laboratory. It was noted the header was an old design with an associated connector anomaly. It is believed the connector anomaly prevented full insertion/removal of the lead into the header and caused excessive force to be used. The header was redesigned to address this issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported while the patient was present in the emergency room, the right ventricular set screw would not retract. The physician was unable to release the right ventricular lead from the pacemaker even when using different hex wrenches. The pacemaker was explanted and replaced. No further information is available.